Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed pacing impedance measurements of greater than 2000 ohms. There was no noise or other clinical observation associated with the high impedances. There were no adverse patient effects. The system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting beeping and high out of range right ventricular (rv) lead impedance measurements. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting beeping and high out of range right ventricular (rv) lead impedance measurements. Technical services (ts) was consulted and recommended further evaluation. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.